Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. No additional adverse patient effects were reported. This ra lead has not been returned to boston scientific.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead product performance anomaly. No additional adverse patient effects were reported. This ra lead has not been returned to boston scientific. Additional information indicated that this lead exhibited noise oversensing and high within range pacing impedance measurements. No additional adverse patient effects were reported. This ra lead has not been returned to boston scientific.

Manufacturer narrative:
This report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report is being submitted to update section b5. This report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead product performance anomaly. No additional adverse patient effects were reported. This ra lead has not been returned to boston scientific. Additional information indicated that this lead exhibited noise oversensing and high within range pacing impedance measurements. No additional adverse patient effects were reported. This ra lead has not been returned to boston scientific. Additional information indicated that this ra lead is not expected to be returned since it was disposed. No additional adverse patient effects were reported.